Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient was not receiving effective therapy despite dose escalation and adjustments; the patient had increased spasticity. A dye study was performed in october. The catheter was successfully aspirated with some resistance. The dye was injected successfully; however, the first 1ml of dye was easily injected, but the resistance increased as the physician continued to inject the remaining dye. X-ray imaging and CT imaging of the catheter were normal; no visible abnormalities. The catheter was replaced. The patient status at the time of this report was reported as "alive - no injury/no adverse event." The device system was delivering lioresal.

Manufacturer narrative:
Analysis of the 8596sc found connector indent in seal and occlusion related to complaint. A partial catheter was returned. Under microscope inspection a circular indent can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. A significant majority of the indent is located in the silicone material of the cup of the sc connector. This indicates the connection between the sc connector and the pump's outlet port may possibly have been occluded. Also, the white silicone boot was pulled back slight from the titanium housing. This was most likely related to the explant procedure analysis of the 8709sc found catheter returned in segments. Only the distal portion of this model was received. No anomalies were noted with this segment. It was also noted that inspection of the dispensing holes, as received and before decontamination, did not show any material in the dispensing holes.